Event description:
It was reported patient experienced ineffective therapy and difficulty putting the system into MRI mode, after experiencing a fall. Diagnostics revealed a high impedance on the right lead and low impedances on the left lead. Imaging taken in the operating room revealed the leads had migrated. As a result, the right lead was explanted and replaced, while the left lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, visual inspection of the lead did not show any anomaly. However, the lead failed the channel resistance test on electrode #3; it was found during analysis that channel #3 was open. The cause of the damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.